Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that a micro volume extension set was leaking out of the filter. This was observed prior to use. No patient involved. No additional information is available.

Manufacturer narrative:
(B)(4): the device was returned for evaluation in an open overpouch and without its tip. No defects were identified during visual inspection. The set was then connected to a solution source and primed to test for leaks. The device failed this test, as a leak was identified from the filter, which is a component that was supplied by a third party. Additional tests, clear passage and pressure testing, were then performed, which the device passed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.